Manufacturer narrative:
(B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 15, 2017: litigation received. In addition to what was previously reported, litigation alleges pain, swelling, and a fluid collection. Litigation also alleges that the revision surgery was due to hardware failure and metallosis. Revision revealed a large amount of murky fluid and pseudocysts. Added new complainant information.this complaint was updated on: jun 26, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for elevated metal ions.

Event description:
In addition to what was previously alleged, pfs alleges instability, avulsion, weakness and discomfort. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metallosis, elevated serum cobalt levels and recurrent pseudocyst. Revision notes reported progressive pain, limited rom, aseptic pseudocyst, large amount of straw colored and murky intra-articular fluid, synovitis, no evidence of metal staining, iliopsoas abscess. Clinic notes reported right iliopsoas bursitis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.